Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain alarm during drain 1 of 4 on the homechoice machine (hc). The technical service representative (tsr) advised the caregiver (cg) to call the nurse regarding the alarm. The cg stated the home patient(hp) usually has an ultrafiltration of 300-600ml. The cg stated they used 4.25% solution strength for the first time last night. The cg stated the fill volume was 1500ml and cycle ultrafiltration for drain 4 of 4 was 1616ml. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The reported issue of iipv was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of hi drain (iipv-adult). The assignable cause was undetermined.